Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported by an attorney that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During use, the needle was broken. But they couldn't find the part of needle inside of the body. The surgeon claimed it is broken without bending during needle penetration. The patient finally got the surgery to take out the piece of needle after CT scans. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code w9231. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photos show a paper lid and a needle of product code w9231. The needle was observed with use, bodily fluids, marks, distorted in the original curvature and broken. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.